Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s) because it failed the delta check, indicating that it did not match previous sodium results for the patient. The sample was run on an alternate advia chemistry instrument and resulted lower. It is unknown if the repeat result was reported to the physician(s). The customer stated that they also repeated some patient samples from the previous day, but did not provide additional patient results. There are no reports of patient intervention or adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting, the customer began conditioning a new sodium electrode. The customer replaced the electrode that had been on the instrument, which resolved the issue. The cause of the discordant sodium result was an electrode malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.